Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. There was no moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator, and battery tube assembly during the visual inspection. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported that he was at camp and he was caught in a rainstorm. Customer stated that he received a button error alarm and the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.